Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported they had felt their device shut down for 30 seconds then start back up. This had happened twice so far. It was noted the patient had 21 out of 25 radiation treatments, and the generator was being irradiated because of the location of the tumor to their device. It was stated the patient would see their physician on (B)(6) 2017 to get impedance checked and would also keep an eye on things to see if it continued to happen. The patient programmer was used to check that the device was still on and it was. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient¿s statues at the time of the report was alive-no injury. The patient was implanted for parkinson¿s dual and movement disorders.